Event description:
New information received indicates that under-sensing was noted on the right atrial (ra) lead.

Event description:
It was reported that the patient presented to the hospital and loss of capture was noted on the right atrial (ra) lead. Chest x-ray was performed and confirmed ra lead dislodgement. The ra lead was explanted and was replaced with a new lead. The patient's condition was stable.